Event description:
It was reported that a sodium phosphate (15 mmol/100 ml) infusion expected to infuse over 2 hours infused faster than expected on an emergency department patient. The pump alarmed for air-in-line after 1 hour and 10 minutes and the IV bag was empty. The medication was set up as a primary infusion and programmed in critical care profile as an intermittent medication. No patient harm was reported. Although the pumps were sequestered, the set was discarded.

Manufacturer narrative:
The customer¿s report of an over-infusion of naphos was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The root cause of the customer¿s report of an over-infusion of naphos was not identified.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a sodium phosphate (15 mmol/100 ml) infusion expected to infuse over 2 hours infused faster than expected on an emergency department patient. The pump alarmed for air-in-line after 1 hour and 10 minutes and the IV bag was empty. The medication was set up as a primary infusion and programmed in critical care profile as an intermittent medication. No patient harm was reported. Although the pumps were sequestered, the set was discarded.